Manufacturer narrative:
(B)(4).

Event description:
It was reported, the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the riata lead exhibited noise episodes. No adverse consequences were reported. No further information was available.